Event description:
It was reported that the patient presented with a history of longstanding back and leg problems. He has had back and leg pain ever since prior lumbosacral instrumented fusion with progression over time and substantial functional limitation. Pre-op CT evaluation showed spondylosis at l4-5 with a minimal slip and mild canal narrowing. The patient's pre-operative diagnosis was as follows- back pain, spondylolyses, spondylolisthesis, lumbar stenosis, and sciatica. The following procedures were performed-removal of dyna-lok instrumentation, exploration of solid l5-s1 fusion, l4-5 laminectomy and l4-5 facet fusion using local bone graft and rhbmp-2/acs. It was reported that the patient's post-operative period was marked by the need for additional surgery, pain, nerve damage, nerve impingement, and severe exuberant ectopic bone formation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2009: the patient presented with pre-op diagnosis: back pain, spondylolyses, spondylolisthesis, lumbar stenosis and sciatica. Procedure performed: removal of dyna-lok instrumentation, exploration of solid l5-s1 fusion, l4-5 laminectomy and l4-5 facet fusion using local bone graft and rhbpm-2/acs bone morphogenetic protein. Per-op notes: the burred out facet joints were filled with sponges containing rhbmp-2 bone morphogenetic protein and morcellized cancellous local autograft.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.